Manufacturer narrative:
(B)(4) follow up a report was received indicating the presence of particles on a needle. To support the investigation, a photograph was submitted for evaluation by the quality team. The image depicts a needle assembly removed from its blister packaging, with the shield absent. Lubricant is visibly present on the outer diameter of the needle. No additional defects or irregularities were observed. This condition may occur if a jam takes place at the lubrication application station. A device history record (DHR) review was conducted for material number 305211, lot 4064631. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the lubrication application process confirmed that the equipment settings were accurate, and product flow was consistent. Based on the investigation and analysis of the submitted photograph, the customer-reported condition has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: particles on the needle. Event details: a second bd transfer filter needle (tfn) (same batch number) has been detected in the same hospital and was reported as ¿another needle was found with the same particles; the amount and size of particles were smaller this time and was only found on the needle. The defect was detected after removing it from the blister, before using the needle. The needle and vial were not administered to the patient.¿